Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer's blood glucose level was elevated (540 mg/dl). Reportedly, there were no pump alerts or alarms. Customer went to the emergency room. System check was performed with tandem technical support and the pump performed as intended. Customer stated that the she was using the same infusion site. Recommendation was made to change the infusion site and contact health care provider for possible alternate therapy.